Event description:
In 2008- bed in storage room. While troubleshooting bed, I discovered that the bed operates by itself, without user intervention. On the same day- sum - replaced right ucm and right intermediate cable, performed function check, problem resolved.